Event description:
Patient reported "breast nodule", "discomfort and pain", "rigidity", "suspected implant encapsulation" and "found that the implant is from a line that underwent a recall". This record is for the right side. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Manufacturer narrative:
Additional, changed, and/or corrected data: b3, b6, h6.

Event description:
Patient reported "breast nodule", "discomfort and pain", "rigidity", "suspected implant encapsulation" and "found that the implant is from a line that underwent a recall". This record is for the right side. Device remains implanted.